Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhea, menorrhagia, mitral valve disease and regurgitation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), erythema nodosum ("autoimmune-like symptoms include erthyma nodosum") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (essure removed on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, erythema nodosum and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, erythema nodosum, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: an essure micro insert was placed on the right with 4 trailing ring placements. This was repeated on the left with 2 ring placement. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2020: plaintiff fact sheet was received. Case becomes incident. Event-pelvic pain make medically significant and intervention required due to essure removal. New lawyer, essure removal date were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.